Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received shocks for "what appears to be possible atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response" that was classified as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.